Manufacturer narrative:
This is a report of a use error where the patient did not properly disconnect and went to the kitchen and pulled too far causing the patient line to disconnect from the transfer set resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient stated that during dwell, they went to the kitchen and pulled too far causing the patient line to disconnect from the transfer set. The patient ended up draining on the floor. Once the patient realized what happened, they reconnected. The technical service representative (tsr) advised the patient to end therapy. The patient went to the clinic and their peritoneal dialysis registered nurse sterilized their transfer set and gave them prophylactic antibiotics. The transfer set was not replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.